Manufacturer narrative:
Test strip lot # (B)(6) expiration date: 10/31/2016. Control solution lot # (B)(6) expiration date 11/30/2015. Opened while on the line - per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Consumer called in concerned about the discrepancy in his blood glucose readings this morning. Bg results pulled directly from the meter-actual time was around 8:30 am pst. (B)(6). During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant.

Manufacturer narrative:
The consumer's complaint could not be confirmed. Failure analysis of the returned products was unable to replicate the alleged performance issue. Vial weight failure is consistent with compromised test strips. Although the vial weight was out of specification the failure analysis results were within expected test specification. The root cause could not be identified.